Event description:
A female pt (age unk) underwent a therapeutic procedure for stent placement in 2006. An ultraflex precision colonic stent was placed successfully. The stent was not long enough to cover the stricture. This second ultraflex colonic stent was successfully implanted on the 3rd day. About two weeks later the pt was noted to have a perforated colon. The pt is also noted to have a perforated colon. The pt is also noted to have an obstruction of the colon. A colectomy was performed. No further information is available at this time. This event is related to medwatch report # 6000050-2006-000034. It is also unknown if the subsequent obstruction and perforation of the colon was related to the product (stents) or due to the pt's underlying disease process.